Event description:
Boston scientific crm received information that this right ventricular (rv) lead impedance was >2500ohms in bipolar configuration. It was noted that the patient's thresholds increased and sensing has not been consistent. The physician was going to try programming unipolar configuration to see if that helps. There was no report of any adverse patient effects. Additional information was provided that at some point, this rv lead was taken out of service. It is not clear if it was removed back in 2009 when the new non-boston scientific rv lead was implanted during a generator replacement procedure; or if the lead was abandoned more recently during another generator replacement procedure in (B)(6) 2016. Additional information has been requested of the field representative.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted that only 28cm of the lead in length was returned. The lead appeared severed from explant. Inspection of the returned segment observed what appeared to be damage caused by localized compressive stress. X-rays were performed. Based on coil deformities, the fractures were likely caused by lead entrapment in the clavicle-first rib region.